Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. The customer did reset the pump, but it was determined a replacement was necessary. A replacement pump was sent, and the necessary instructions for pump transport and return were provided by tandem technical support. The customer chose not to disclose the type of backup therapy used during the interruption.